Event description:
General complaint received of multiple air-in-line alarms during pt therapy. It was reported that there have been multiple events of delayed therapy on tpn, chemotherapy, antibiotics in the continuous and intermittent modes, pain management and plain IV fluid delivery due to air-in-line alarms. There seems to be no relationship to the type of set used. The air is seen as anything from champagne bubbles to large bubbles. There have been no reported adverse pt events as a result of any of the delays. All pt IV access sites have remained patent.